Manufacturer narrative:
The device has not returned as it remains n the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to the talus subsiding and possible loosening of the tibial stem.